Event description:
It was reported that the user disconnected from the ilet for approximately two hours without pausing the system, then reconnected, after which insulin delivery resumed; the user experienced hyperglycemia with a highest recorded blood glucose of 263 mg/dl and performed ketone testing, did not use backup therapy, and did not seek medical care. Investigation included customer interview, product use review, and clinical assessment. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection without pausing, with no evidence of device malfunction. Symptoms included elevated blood glucose without clinical symptoms or other acute complications. Outcomes included transient hyperglycemia that resolved, with glucose in range at follow-up, and no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia related to interrupted insulin delivery with cause of hyperglycemia otherwise unclear and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.